Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: testing outside of recommended environmental conditions. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control tests results from results obtained of 254 and 301 mg/dl. Customer stated he received the truecontrol solution level 0 and level 1 today, (B)(6) 2017. Customer stated he tested the solutions and obtained a reading of 215 mg/dl for level 0 and 301 mg/dl for level 1, which both were out of range. The customer is also concerned with blood glucose readings being inaccurate and stated the control solution confirmed that the meter is reading inaccurate. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification and is stored in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date/time not set): the 251mg/dl (B)(6) 2017 07:25 pm fasting:yes,the 123mg/dl (B)(6) 2017 07:23 pm fasting:yes,the 240mg/dl (B)(6) 2017 11:44 pm fasting:yes,the 238mg/dl (B)(6) 2017 11:40 pm fasting:yes,the 237mg/dl (B)(6) 2017 11:38 pm fasting:yes.memory concerns:all readings are of concern.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control tests results from results obtained of 254 and 301 mg/dl. Customer stated he received the truecontrol solution level 0 and level 1 today, (B)(6) 2017. Customer stated he tested the solutions and obtained a reading of 215 mg/dl for level 0 and 301 mg/dl for level 1, which both were out of range. The customer is also concerned with blood glucose readings being inaccurate and stated the control solution confirmed that the meter is reading inaccurate. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification and is stored in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:all readings are of concern.